Manufacturer narrative:
The customer did not return the reportedly failed flat panel for investigation. A nurse indicated in a follow up call that the hosp had replaced the flat panel with a purchased, off-the-shelf replacement monitor.

Event description:
The customer reported that their flat panel display monitor for the acuity central station was not getting any power for an unk reason. This resulted in a temporary inability to centrally monitor pts. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.